Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error; the customer was programming a bolus but the buttons became unresponsive and the pump alarmed then. The patient's blood glucose at the time of incident was 152 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive buttons due to corroded keypad traces. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.